Event description:
During a coil embolization of an unknown vein (no vessel/aneurysm characteristics was provided), it was noted that during flushing of the select plus microcatheter (B)(4), leakage of saline was observed around the proximal section of the microcatheter. It is unknown where exactly the leaks happened. Several coils were detached using the same microcatheter without any issues before the event. The procedure was continued using a new microcatheter (details unknown) and the procedure was completed without any further issues. There was no patient injury and complications reported. The product was new and stored per a labeling instruction. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also there were no defects noted after the event. The complaint product is unavailable for evaluation. No additional information is available.

Manufacturer narrative:
A non-sterile select plus 150/5 cm was received coiled inside a plastic bag. The select plus mc was inspected and kinks were found at 8.5, 28, 50, 68, 92, 113 and 119 cm from the hub. The hub was inspected and no damages were found on it. Some waves were found on the microcatheter but apparently can occur during the handling of the unit when this was return for evaluation. The hub of the select plus microcatheter was inspected under microscope and no damages were found on it. The received microcatheter was flushed used a lab sample syringe; the microcatheter could be flushed with no anomalies noted; no leakage was observed during the functional test. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "leakage" was not confirmed. The cause of the kinks could not be conclusively determined; however, neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents any kind of failures from leaving the facility. The reported failure could not be confirmed; therefore, no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product was returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization of an unknown vein (no vessel/target characteristics were provided), it was noted that during flushing of the prowler select plus microcatheter (606-s255x/15478748), leakage of saline was observed around the proximal section of the microcatheter. The exact location of the leakage is not known. Several coils were detached using the same microcatheter without any issues before the event. The procedure was continued using a new microcatheter (details unknown) and the procedure was completed without any further issues. There was no patient injury or complications reported. The product was new and stored per a labeling instruction. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Additionally, there were no defects noted after the event. No additional information is available. A non-sterile prowler select plus 150/5 cm was received coiled inside a plastic bag. The device was inspected and kinks were found at 8.5, 28, 50, 68, 92, 113 and 119 cm from the hub. The hub was inspected and no damages were found on it. Some waves were found on the microcatheter but these may have occurred during the handling of the unit when this was return for evaluation. The hub of the select plus microcatheter was inspected under microscope and no damages were found on it. The received microcatheter was flushed using a lab sample syringe; the microcatheter could be flushed with no anomalies noted; no leakage was observed during the functional test. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported leakage was not confirmed. The cause of the kinks could not be conclusively determined; however, neither the reported information, the analysis or device history record review suggest a relationship to the manufacturing process. Additionally inspections are in place to prevent devices with these damages from leaving the facility. With testing of the returned device there was no leakage from any part of the catheter and no hub damages. Therefore, no corrective actions will be taken.